Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. Philips field service engineer repaired the unit by replacing the main printed circuit board. The device subsequently passed all testing.

Event description:
The customer reported the remote alarm jack broken. No patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the remote alarm jack broken. No patient involvement reported.